Event description:
Doctor was performing laser surgery in patient lungs in an oxygen enriched environment, which resulted in burns to the patient as well as the bronchoscope, laser fiber, and tracheal tube.